Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 37; warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes: chapter 13 / page 171; infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels read "high" (>600 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported included hyperglycemia. Pod was removed at the hospital (cannula was found to be bent) and patient was treated with insulin drip for "several days", patient stated doctor had difficulty regulating bg levels; per suggestion of endocrinologist, a new pod was applied the day before release once patient's bg levels had regulated. The patient was released after spending 7 days in the hospital. Patient also stated that kidney function was affected due to dka and high bg levels. The patient's blood glucose and insulin history are as follows: date: 4/18, time: 10:34am, bg(mg/dl): 300; bolus(u): 3:28pm, "high" (>600); 8:04pm, 281; 5 4/19, "high (>600).